Event description:
This was a revision case. First the surgeon removed 6 old monarch screws. He then replaced those screws with 8 and 9mm viper screws. Dr. Hood placed an 8mm viper screw in an existing hole at s1 and determined that it was too loose. He removed the 8mm viper screw and began placing a 9mm x 50mm viper screw. As he was tightening down the screw, it became very difficult to turn. He then felt a "pop" and the screwdriver disengaged from the screw head. When he looked at the screwdriver tip, he noticed that it "sheared off" and was cold welded to the screwhead. After weighing his options, he decided to try and remove the screw by inserting a small rod, locking it down with a set screw, then spinning the screw out using the countertorque wrench. While doing this he heard and felt another popping and grinding and noticed that the screw was not backing out and that the poly head was just spinning. He removed the set screw and rod and the poly head broke and came off. He then tried to drill out the broken tip of the screwdriver since it is not implant grade with a midis rex but was not successful. After weighing all of his options, he decided to leave the screw in the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.